Event description:
It was reported when using the pyxis anesthesia system that it had a bio ID failure and a fingerprint not registered. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the user. A technical service engineer disabled netbios and recommend user update their bio ID to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.